Event description:
Pump could not be reprogrammed. The device was returned from the clinical service with an unsigned note that read: "broken". The pump was tested by the customer biomedical engineering contact who reported that a rate and a volume to be infused (vtbi) could be programmed; however, once the pump was running, the rate could not be reprogrammed to a different setting. When the rotary knob was placed on rate, the pump display screen read "vtbi" therefore, a new rate could not be programmed. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, there was no further information available.